Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient contacted the healthcare professional (hcp) today because the patient saw a message on her patient programmer (pp) with a triangle in the top left corner but the patient did not relay any other info. The manufacturing representative noted that they would need to know the rest of the info to properly assist. The caller went on to say the patient met with their dentist on monday and since then the patient said that ins was not working, they were not feeling stim and they had a return of symptoms. It was reviewed that it sounds like the patient had a por occur but they could not say for certain. Patient was advised to consult with representative if they did not resolve the issue. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.